Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report presents the results of the final investigation. Updated fields: h2, h6, h11 the device was not returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Since the device was not returned, the investigation was conducted based on the information received, and the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had error e117. The event occurred during set up in room / before patient in room, with the procedure type was diagnostic. There were no reports of patient harm.